Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3451 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported 5fr tl sytlet was fractured 3cm proximal to the magnets. The nurse notice the stylet was fractured after placement when she retracted the stylet.